Manufacturer narrative:
Product ID 97745, serial# (B)(4), product type:programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported the patient was seeing no device found. The rep reported that when the patient tries to change groups, she would get no device found and then therapy would turn off. The patient eventually would reconnect with implant and patient would have to turn therapy back on. The rep said she tried it herself and got no device found but therapy did not turn off. The device was working currently working properly, so no further troubleshooting could be performed. The rep wanted the patient controller replaced and the caller was redirected to repair. No further complications were reported/anticipated. It was reported that the cause of the stimulation issue was not determined on the rep's end. Repair was contacted, and they sent the patient a new remote and the patient was to return her other remote. Patient weight was not disclosed. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the stimulation was turning off. The patient reported that several times the patient noticed that the stimulation turned off, and when the patient checked the controller, the stimulation was turned off. The manufacturer representative planned to check the usage diary. No further complications are anticipated.